Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) episodes and an inappropriate shock. The atrial rate begins faster than the ventricular rate but at the point of therapy, the rhythm becomes 1:1. It was seen on the presenting strip the patient was in non-sustained ventricular tachycardia (nsvt) with irregular atrial rhythm. Additional information was received that this ICD delivered inappropriate atp and shocks for atrial fibrillation (af) with rapid ventricular response (rvr) another time. This device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated. Device technical analysis: this product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Risk assessment: a risk review was completed and confirmed that the event of inappropriate shock was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Labeling review: review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of "known inherent risk of device".

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) episodes and an inappropriate shock. The atrial rate begins faster than the ventricular rate but at the point of therapy, the rhythm becomes 1:1. It was seen on the presenting strip the patient was in non-sustained ventricular tachycardia (nsvt) with irregular atrial rhythm. Additional information was received that this ICD delivered inappropriate atp and shocks for atrial fibrillation (af) with rapid ventricular response (rvr) another time. This device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) episodes and an inappropriate shock. The atrial rate begins faster than the ventricular rate but at the point of therapy, the rhythm becomes 1:1. It was seen on the presenting strip the patient was in non-sustained ventricular tachycardia (nsvt) with irregular atrial rhythm. This device remains in service. No additional adverse patient effects were reported.